Event description:
During prep, the balloon appeared to not be wrapped appropriately. The balloon was removed and replaced with no harm to the patient. Manufacturer response for balloon dilatation catheter, rx nc takeru ptca balloon dilatation catheter 3.5mm/21mm (per site reporter). Clinical site notified mfg rep directly.